Manufacturer narrative:
(B)(4). As the device was not returned, a complete evaluation could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. It was reported that the hernia was diagnosed 3 or 4 months after the start of pd therapy. It was an inguinal hernia. Two days prior to this report, the patient underwent hernia surgery. At the time of this report, the patient was recovering from the hernia. No additional information is available.